Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A healthcare provider reported on behalf of the customer who received an unspecified high reading on the sensor compared to a reading obtained on the hcp meter. Customer experienced a loss of consciousness, however no third party treatment was required. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.